Event description:
It was initially reported by the surgeon's nurse, that pt had reported to them about infection and wanted the device removed. Surgeon's office denied to the surgery, due to pt's medicaid problem. Nurse did not have any add'l info on the pt's infection. Good faith attempts to obtain add'l info from the treating physician has been unsuccessful. The cause of infection is unk at this time.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.